Manufacturer narrative:
Initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the console screen seemed to function normally, however stim 1 would not work, the stim 1 electrode passed the original check, but then showed it failed during the procedure when tried on both patient interfaces. The patient interfaces were upgraded to v1.7.5 software and no issues reported since.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model:nim4cpb1, patient interface nim4cpb1 nim 4.0 additional code of img g02005 is applicable to product ID: nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, the console displayed a stim 1 return failure after having previously passed electrode check during case setup. Site also noted that the screen appeared as if it was frozen when the stim 1 return failure occurred, and they rebooted the system. Troubleshooting was performed by reseating stimulator connections and tried other patient interface. Verified both patient interfaces with new stimulator, no errors observed. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the user was not suspecting any issues with probe, troubleshooting steps also include, placing of new stim in patient and tried with new patient interface but same error occurred. The procedure was completed without the use of nim.